Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately 8 months ago. The measurement of the healthy blood vessel at the proximal end was 39mm, and distally it measured 32mm. Maximum aneurysm diameter was 70mm, length 130mm. The procedure was successful. At the 30 day follow-up the maximum aneurysm diameter was 63 mm, there was no migration no endoleak and no rupture. It was reported that the patient expired due to a dissection at the ascending aorta. The physician's assessment states that there was no relation with the device or the procedure to the event. The physician's comments are; the location where the talent taa is implanted and the location of the dissection are different. I believed the dissection happened near the heart valve. At the 30 day follow-up the dissection was not confirmed on the image. Originally, the patient's aorta was not in good condition. The dissection happened 8 months after tevar, so I believed there is no relation with the talent taa. The physician commented the talent taa doesn't have any relation with the dissection. No additional clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (dissection, death), patient's condition affected effectiveness of device (pre-existing condition; diseased aorta). Conclusions: device failure/lack of effectiveness related to patient condition (pre-existing condition; diseased aorta).